Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s physician no longer took her insurance; she was looking for another physician to refill her pump. The patient stated, ¿I¿m literally going without medication in my pump right now." The patient had been hearing an alarm since (B)(6) 2014. The patient was taking oral baclofen 20 mg; sometimes 3-4 times a day. The patient had gone to the ER (emergency room) already. The patient was not feeling much withdrawal because she was taking the baclofen orally and was told by the ER to find a pain specialist. The device system was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.